Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received from clinical study data indicated that bursitis, snapping, popping, pain, swelling, malpositioned cup, adverse reaction to metal debris, joint effusion and fluid were noted during post operative monitoring and testing. Fluid in the posterior lateral quadrant measured 30.6x 63.8x95.1mm. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-02199, 06196, and 1825034-2014-02058).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history and patient medical records confirms that total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. Additional information received from clinical study data indicated that bursitis, snapping, popping, pain, swelling, malpositioned cup, adverse reaction to metal debris, joint effusion and fluid were noted during post operative monitoring and testing. Fluid in the posterior lateral quadrant measured 30.6x 63.8x95.1mm. These findings were found due to follow up testing. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from clinical study data noted that the patient underwent a right hip revision on (B)(6) 2013 due to pain and elevated metal ion levels.